Event description:
Unomedical reference number (B)(4). Event occurred in israel. On (B)(6) 2023, it was reported that the infusion set's tubing got detached close to site location. The pump was located on the same side of site. The infusion had been used for less than 3 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.